Manufacturer narrative:
(B)(4). Date sent: 3/26/2020. Additional information: photo was received. The photo shows a jaw of harmonic device with the blade broken and batch: t9466g. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2020. Additional information: photo was received. The photo shows a jaw of harmonic device with the blade broken and batch: t9466g. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, "the active sheet broken when cleaning the device." Surgery was delayed 10 minutes, but was successfully completed with a new device. No fragments were generated and there were no patient consequences.